Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection and discitis osteomyelitis as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement, the patient was allegedly diagnosed with unspecified infection and discitis osteomyelitis. However, the current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Medical record was provided for review. The medical record confirms that the patient experienced an infected port-a-cath, bacterial infection with klebsiella pneumoniae, and a urinary tract infection (uti), approximately one month after right internal jugular vein MRI powerport isp port placement. Clinical signs included pain, redness, swelling, and purulent drainage at the port site. Fluid and catheter tip were collected for culture, and blood cultures were negative. The patient underwent surgical port removal and replacement. Therefore, the investigation is confirmed for the reported infected port, bacterial infection, klebsiella pneumoniae, and urinary tract infection. Based on the thorough complaint investigation and evaluation of the reported event, a causal relationship between the devices and infection could not be established. No specific failure modes or mechanisms of failure were determined, and no device failures or root causes could be identified. However, it is possible that the patients¿ physical condition aside from the ports implanted may have contributed to the reported events, such as via hospital or community-acquired infections. Examination of sterilization and manufacturing records and procedures indicates that these processes are not the likely cause of this complaint. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (patient, method). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately one month and ten days post a port placement, the patient was positive for klebsiella pneumonia and developed urinary tract infection. The port was removed and was replaced with a new device. The current status of the patient is unknown.